Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion below the knee with moderate calcification, mild tortuosity and 90% stenosis. The2x80 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was inflated once to nominal and was noted to be leaking at the edge of the balloon and the balloon only partially inflated [rupture]. There were no adverse patient effects. Another armada 18 was used to complete the procedure. No additional information was provided.